Event description:
After successful positioning of a bifurcated device, the physician attempted to deploy the main body of the stent graft using normal force. The physician felt the delivery system "give" and was unable to deploy the main body. Several attempts were made to remove the system, with stent graft still compressed, however, unsuccessful. The physician felt substantial tension had been placed on the aortic bifurcation and decided to convert the pt to open repair to avoid the risk of vessel damage. During the surgical conversion procedure, a midline incision of the abdomen was performed. Significant adhesions were encountered; while attempting to resect the adhesions, a section of the bowel was devascularized and significant blood loss occurred, requiring partial bowel resection. After the open aaa repair, the physician elected to close and planned to reattach the two portions of the bowel at a later time after the pt recovered. The pt died in hospital four days later.

Manufacturer narrative:
H6. Review of lot records/work orders identified no nonconformities. Further investigation of the returned device indicated a vendor-supplied component failed in the front sheath preventing stent graft deployment. Additional testing of product in inventory confirmed finding. Both the component failure and the operational context contributed to the event.